Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. During the insertion of the iab into the saf sheath the iab became stuck. The md removed the iab and the saf sheath as one unit. Allowing the spring wire guide (swg) to remain in the pt's femoral artery, another iab was prepped and another sheath was inserted. The emd inserted the iab successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in iab therapy is listed as 20 minutes. There were no reported pt complications. The pt was moved to the intensive care unit for monitoring.

Manufacturer narrative:
(B)(4). Follow-up report will be field if add'l info becomes available.